Event description:
During laparoscopic hysterectomy, while the surgeon was actively using the laparoscopic scissors connected to the monopolar port on the electrosurgical unit (esu), a spark was observed emanating from the female cord connector and the lip of the component that plugs into the esu. Upon further assessment, the cord completed separated. Use of the instrument was immediately discontinued and given to the charge nurse. The patient was assessed and no physical injuries or burns were observed. The procedure continued with no further incident.